Event description:
It was reported by the user facility's biomedical engineer (biomed), that the power cord that connects to the foot pedal of the sternal saw had a break in it. Any time the cord was wiggled, the saw would turn on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The foot pedal cannot be repaired at the mfg service center at this time. The customer was getting a quote for a new unit.